Event description:
A customer reported a signal loss issue with the freestyle libre 2 reader and as a result, the customer did not get an alert (alarm) when blood glucose was low and experienced a loss of consciousness. The customer¿s husband administered glucose via injection as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) graph was performed, and observed signal loss alarms due to low/not present ble rssi value. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the freestyle libre 2 reader and as a result, the customer did not get an alert (alarm) when blood glucose was low and experienced a loss of consciousness. The customer¿s husband administered glucose via injection as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.